Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. G3 : aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation of the device determined that the device does not work anymore. The most probable cause of failure might be detached distal bearing. It was also noted that the bearings were worn, dial ring is stuck, the laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device does not work anymore. At the time of the report, there was no impact to the patient. Additional information received stating detached distal bearings was found during evaluation made it reportable.